Event description:
It was reported that during a coronary procedure the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced on the unspecified guide wire; however, the balloon marker was noted to be missing under fluoroscopy and the balloon position could not be identified at the lesion. The device was removed from the anatomy without reported issue. A second bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the missing balloon marker. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not affect a larger population. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.